Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical assistance and hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was 1300 mg/dl. The customer stated they had high blood glucose because they did not had quick set. The customer was treated with manual injection at the hospital. Auto mode feature was active at the time of incident. Troubleshooting for the customer¿s high blood glucose was declined. The customer¿s last blood glucose reading was 141 mg/dl. The insulin pump will not be returned for analysis.